Event description:
The central station's screen went black, the device was unplugged and plugged back in however the screen remained dark. This resulted in a loss of centralized patient monitoring. The central monitor was replaced and upon further inspection, an issue with the power supply was identified. The manufacturer responded to this event. Ge field engineer has been on-site to evaluate the power supply and begin investigation on root cause. Ge has provided interim loaner central station until the issue is resolved and hospital owned central stations are fixed.